Event description:
The customer called and reported some of the the insulin pump buttons were not responding. Customer opted to bypass all troubleshooting. Customer was advised the device would be replaced and declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.